Manufacturer narrative:
During inspection and testing, there was no image and the front panel malfunctioned. A review of the device history record found no deviations that could have caused or contributed to the reported issues. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely there was no image due to failure of a printed circuit board. However, a definitive root cause of the failure to generate an image could not be identified. The cause of the printed circuit board failure could not be determined. It is likely the front panel malfunctioned due to a failure of the front panel unit. However, a definitive root cause of the front panel malfunction could not be identified. Olympus will continue to monitor field performance for this device. In addition, the rear panel was damaged, the video connector latch was worn out, and a software update was recommended. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.

Event description:
The customer reported ordering a refurbished device. When the subject device was received, it was damaged and there was something broken inside. The subject device was sent to an olympus service center for evaluation. During inspection and testing, there was no image and the front panel malfunctioned. This report is being submitted for the malfunction found during evaluation (no image and front panel failure). There was no harm or user injury reported due to the event.